Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient had intermittent red (fault) alarms on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no anomalies. Review of the alarm history (eeprom) revealed one alarm that likely occurred during manufacturing/service process functional testing. Only permanent fault alarms are recorded in the alarm history. Intermittent and/or recoverable alarms are not recorded in the alarm history. During the investigation, the driver was tested and passed all test requirements associated with normotensive and hypertensive settings with no anomalies and no unintended alarms. The driver was then tested for an additional 96.5 hours at normotensive settings with no anomalies or alarms. The reported intermittent fault alarms could not be reproduced. The freedom driver performed as intended, and there was no evidence of a device malfunction. The onboard batteries used by the patient were not returned to syncardia and could not be evaluated as part of this investigation. It is possible that there was an issue with the patient's onboard batteries, which resulted in the reported intermittent alarms. The freedom driver was serviced and returned to clinical use. The reported issue posed a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient had intermittent red (fault) alarms on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.